Event description:
It was reported that there was a decrease in the volume of sound noticed by the patient a week ago, then his parents found that he no longer reacted to their voices. Problems with the external equipment were excluded. Testing showed that electrode channels 1-10 were hi, however, channels 11 and 12 were ok.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.